Manufacturer narrative:
The device has not ben returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 400 mg/dl, with moderate ketones, nausea, and confusion, associated with an occlusion issue. The patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed there were occlusion alarms with the infusion set tubing, site, and cartridge, and the instructions for use were not followed. The patient was had not cycled the cartridge. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.